Event description:
A catheter was inserted into the right basilic vein. While applying steri-strips, pt complained of a funny taste in her mouth and started breathing heavy. Then pt complained of itching. Pt then became restless and more anxious. Pt then did not respond to verbal stimuli and a team was called. Catheter was removed. Pt given IV fluids wide open and over next few minutes, response improved and 02 increased from 64% to 80's. Female pt's age is 38.